Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/14/2017 that on (B)(6) 2017, upon removal of the sensor pod from the patient body, the sensor wire had detached. The sensor was inserted on the upper buttocks on the (B)(6) 2017. It was reported that the patient used an alternative insertion site. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen).